Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were recommended. The patient is continuing to be monitored. No adverse patient effects were reported.